Manufacturer narrative:
Device was not returned for analysis for complaint that the device shows an error " wireless module intermittent connection with pump". However, photographic evidence in complaint file attachment shows the host pump failing with "wireless module intermittent connection with pump". With the comm module not physically received for evaluation, we are unable to determine a probable cause due to the intermittent nature of the failure based on prior internal investigation findings.

Event description:
It was reported that the device shows an error " wireless module intermittent connection with pump". There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.